Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The capsule was not returned for investigation. The delivery system was investigated visually for external damage. The delivery system was not bent and the plunger was not broken. The plunger was not pushed to the end. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the plunger was not pushed to the end on the delivery system was indicative of mishandling. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. The suction from the medela pump and vacuum were correct and the proper technique was used. The staff was made up of experienced users. The capsule dropped into the patient's stomach, but was not retrieved. No known adverse events were reported.